Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump was not working properly. She did not believe the insulin pump was delivering insulin because her blood glucose level was 500 mg/dl. Her blood glucose level was running high all week. The customer was disconnected from the insulin for two nights but her high blood glucose level continued. Her blood glucose level went up to 537 mg/dl. The customer treated her high blood glucose level with manual injections. The device was not returned.